Manufacturer narrative:
Info has been provided as requested. Section f1-f14 has been completed by the MFR. Info has been requested from the user facility. If info is received, a supplemental report will be submitted.

Event description:
Revision surgery revealed polyethlene wear of the patella and tibial insert.